Manufacturer narrative:
(B)(4).

Event description:
The physician was performing the procedure and found the guidewire kinking. A new kit was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and a 2-l catheter for evaluation. The returned components showed evidence of use. The guide wire was observed to have two kinks towards the distal end of the body. The distal j-bend was misshapen intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire were located 16mm and 42mm from the distal tip. The overall length of the guide wire measured 603mm which is within the specification of 596-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.843mm which is within the specification of 0.838-0.877mm per guide wire product drawing. Functional inspection of the guide wire was performed per the product IFU which states "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked near the distal tip. The returned guide wire met all relevant dimensional requirements and a device history record review based on a potential lot identified from a sales history review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The physician was performing the procedure and found the guidewire kinking. A new kit was used. No patient harm reported. The patient's condition is reported as fine.